Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, ECG stress testing, and electrical safety testing without duplicating the report. An internal inspection resulted in no findings. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.